Manufacturer narrative:
This is an initial report. The prod has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
The customer reported that date on their precision xtra meter was incorrect. The customer also reported using the p link software and this is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury, or mistreatment.